Manufacturer narrative:
Clinical investigation: there is a potential temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of surgical repair of an umbilical and inguinal hernia. However, it is unknown if the hernias were pre-existing prior to the patient being initiated on pd therapy or if the hernias developed during pd therapy. Only 4.9% of pd patients develop hernia after the initiation of dialysis. Patients on pd therapy are at risk of developing a hernia for several reasons including increased stress on the muscles of the abdomen with inguinal hernia accounting for 75% of abdominal wall hernias. It is unknown if pd therapy exacerbated the patient¿s hernias. There is no allegation of a device malfunction or deficiency causing the patient¿s hernias. Based on the available information and no allegation or evidence of a malfunction or deficiency related to the hernias, the liberty select cycler can be excluded as the cause of the hernias. The patient additionally had the pd catheter replaced during the hernia repair due to placement issues. The patient reported a diagnosis of peritonitis post-surgery. The peritonitis could not be confirmed by the pdrn; however, the patient was diagnosed with an abdominal abscess located next to the newly placed pd catheter. Abdominal abscesses are a common and difficult problem in the post-surgical patient. There was no further information related to the abscess or the reported peritonitis. The abscess is not related to any fresenius product(s) as the abscess developed after the surgical procedure and the patient had been transitioned to hd therapy. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had hernia surgery. After the surgery, the patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient underwent a dual hernia surgical repair on (B)(6) 2024 in an outpatient setting. The patient had an umbilical and inguinal hernia. Prior to the repair, the surgeon informed the patient that the pd catheter (not a fresenius product) was not placed in a location that would allow for optimal performance of pd treatment. The surgeon stated that the pd catheter would be pulled and replaced during the hernia repair surgery. On (B)(6) 2024 the patient was seen in the pd clinic for a post-surgical assessment. During the assessment, the patient complained of extreme abdominal pain and 911 was called. The patient was transported to a local hospital via emergency medical services. At the hospital, it was determined that the patient had an abdominal abscess next to the new pd catheter. The patient was transferred to a (B)(6) hospital where he was treated and transitioned to in-center hemodialysis (hd) utilizing a chest catheter. The pdrn could not confirm the reported diagnosis of peritonitis as the clinic was not notified of a peritonitis event. The pdrn stated the only information the clinic received was that the patient had an abdominal abscess. The pdrn stated if there was a diagnosis of peritonitis then most likely it would be related to the abscess. The patient¿s discharge date is unknown. The date of the hernia diagnosis is unknown. It is unknown if the hernias were pre-existing prior to the start of pd therapy. No further information was available.

Event description:
It was reported that a peritoneal dialysis (pd) patient had hernia surgery. After the surgery, the patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient underwent a dual hernia surgical repair on (B)(6) 2024 in an outpatient setting. The patient had an umbilical and inguinal hernia. Prior to the repair, the surgeon informed the patient that the pd catheter (not a fresenius product) was not placed in a location that would allow for optimal performance of pd treatment. The surgeon stated that the pd catheter would be pulled and replaced during the hernia repair surgery. On (B)(6) 2024 the patient was seen in the pd clinic for a post-surgical assessment. During the assessment, the patient complained of extreme abdominal pain and 911 was called. The patient was transported to a local hospital via emergency medical services. At the hospital, it was determined that the patient had an abdominal abscess next to the new pd catheter. The patient was transferred to a (B)(6) hospital where he was treated and transitioned to in-center hemodialysis (hd) utilizing a chest catheter. The pdrn could not confirm the reported diagnosis of peritonitis as the clinic was not notified of a peritonitis event. The pdrn stated the only information the clinic received was that the patient had an abdominal abscess. The pdrn stated if there was a diagnosis of peritonitis then most likely it would be related to the abscess. The patient¿s discharge date is unknown. The date of the hernia diagnosis is unknown. It is unknown if the hernias were pre-existing prior to the start of pd therapy. No further information was available.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.